Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the soft cannula found it to be kinked. It could not be conclusively determined when or how this damage occurred. The download data contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The data showed that an 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. The pod was received with damage to the bottom housing that went through the housing vent and reservoir and a dimple on the top housing indicating damage inside the pod pushing out. Inspection of the internal components found damages to the piezo element, ratchet gear, reservoir, reservoir plunger, reservoir cap, spring latch, retainer pins, leadscrew, and tube nut. These damages line up with the hole in the bottom housing and dimple in the top housing, indicating post use damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient drank water and gave injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.